Event description:
It was reported that the camera head had image flickering and broken fiber. The issue was found during procedure for test period. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed, and cable damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image function did not work properly due to the cable damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image flickering and broken fiber. The issue was found during procedure for test period. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.